Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® serum blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: open label.

Event description:
It was reported that 8 bd vacutainer® serum blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: open label.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.